Event description:
Initiator reported that back to back tests performed on the pt's surestep meter using separate finger sticks were 204, 94 and 111 mg/dl (81% difference). No symptoms were reported. Pt did not have supplies needed to do control solution test. On follow-up, pt's family member verified the above information. Patient had received control solution but did not want to do a control test over the phone. Qc procedures were reviewed. There was no allegation of harm.